Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Reported event was confirmed with operative notes. X rays were provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient¿s hip was revised approximately 6 months post implantation due to loosening. Operative notes stated the cup was found loose, liner was removed and minor damage was identified superiorly, and screw was fractured and removed. Major dome and superior rim deficiency were noted as well as severe acetabular osteolysis. No further event information available at the time of this report.